Manufacturer narrative:
At this time no additional information has been received. Should additional information be received, this investigation will be updated.

Event description:
Boston scientific received information that the local sales representative discussed longevity estimates in regards to this device with boston scientific technical services (ts). The longevity estimates were not displaying as expected with the programmed settings. Ts requested a save to disk from this device. Attempts have been made for additional information in regards to this investigation. No adverse patient effects reported.